Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown. Product ID 3537, product type programmer, patient. Product ID 3057, product type screening device.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient's external neurostimulator (ens) was off so they turned back on. Patient's batteries in the controller were half dead and that they were just given the controller the day before the report. It was advised to the patient to change the batteries and that the ens batteries would not die. Patient stated the bandages came off the lead and they felt like the leads were coming out. No further complications were reported.